Manufacturer narrative:
Gn hearing a/s has become aware that this MDR report failed submission to FDA without our notice. The FDA help desk has advised to re-submit the reports. This is a re-submission of existing MDR initial submitted on (B)(6) 2021. Manufacturers ref# (B)(4). Summary of investigation findings: the case has been reviewed from a clinical perspective. Customer reported: it was reported that a wax filter fell off in the patient's right ear. The patient is a long time custom user, and this is the first time the patient has experienced this issue. It was reported that the patient experienced an ear infection and was prescribed antibiotics from medical care. DHR report: DHR report for last repair on this device showed that the device had gone through standard manufacturing process and had no rework performed on it. Passed dsa test and fca inspection without any issues highlighted. Device evaluation: the device was received by UK roc and evaluated. It was reported that the device had a missing cerustop and cerustop bushing. As reported, it is difficult to determine the exact root cause for the issue as the cerustop bushing was not returned with the device. It is hypothesized that during one of the replacements of the filter the customer had applied excessive force and dislocated the bushing, which then came out with the filter. When the new filter was inserted it had nothing to retain to and fell out. The device was refitted the bushing and the unit performed as designed. Clinical evaluation of the event: a possible contributing factor to a loose wax guard in the ear is that the cerustop bushing had become dislodged from excessive force applied during one of the replacements/cleaning. Without bushing, a replaced cerustop would not be secure and may fall out in the ear. Ear infections can have many causes, however a foreign object (e.g wax filter) in the ear can potentially cause an ear infection if it is not removed in a timely manner. Clinical conclusion on the case is that it cannot be excluded that the loose wax guard in ear could have caused an ear infection, requiring medical intervention. The clinical evaluation for the device family does evaluate wax filters coming loose in the ear canal and the hazard is identified in the risk analysis and mitigated on device design by ensuring that the wax filter cannot be removed without a tool (compliance with (B)(4)). Still a wax filter can become detached in the ear canal in rare cases when the hearing aid is removed, more so if the bushing is missing. The user guide includes an instruction on how to replace a wax filter with a tool and to contact the hcp if a foreign object is located in the ear canal. This case is considered as a single incident and will be included in regular trending. No actions have been initiated based on this individual event.

Event description:
Description of event from initial reporter: filter came loose from device and stay behind in the ear. This caused ear infection. Antibiotics were prescribed.

Manufacturer narrative:
Manufacturers ref# (B)(4). Re-evaluation of clinical assessment of the event: event was re-evaluated with a focus on level of seriousness of the event. Per the event description, a filter came loose from device and stayed behind in the ear, which caused an ear infection. Antibiotics were prescribed as medical intervention, which is common practice for bacterial infections of the outer ear. An external ear infection, as reported, is reversible and minor, in that it causes no permanent damage or lasting impact on hearing with appropriate medical intervention as occurred in the event. Per guidance regarding severity, it did not provide damage to residual hearing, tinnitus, and/or hyperacusis, and no indication of permanent harm to ear canal was indicated in the event. It is thus concluded the medical intervention be considered non-serious in nature. Event was re-evaluated with a focus on level of seriousness of the event. Conclusion from the clinical re-assessment is that an external ear infection, as reported, is reversible and minor, in that it causes no permanent damage or lasting impact on hearing with appropriate medical intervention as occurred in the event. Risk severity for this event is considered marginal. Based on the clinical re-assessment the case is now considered not reportable.